Event description:
Transient loss of vision [visual acuity reduced] eye pain [eye pain]

Event description:
Increased intraocular pressure (intraocular pressure increased). Blurred vision (visio blurred). A physician reported that 8 pts developed increased intraocular pressure with the use of healon 5 (hyaluronate sodium) during cataract surgery. This is the report of the first pt. A pt experienced a postoperative intraocular pressure increase in the left eye of 60 mmhg after cataract surgery in 2002. One day after surgery, a paracentesis was performed and their intraocular pressure decreased to 34 mmhg. Pt needed treatment with unspecified topical medications to further reduce intraocular pressure. No further info was provided. See also healon 5 report # 2002088640us, 2002088658us, 2002088662us, 2002088669us, 2002088676us, 2002088696us and 2002088706us for similar reports by the same source. Case comment: increased intraocular pressure is a listed event. The most common cause of this event is inadequate removal of the viscoelastic material used during cataract surgery.